Event description:
It was reported that during a hemorrhoidectomy procedure, the device stapled, but did not cut. It was necessary to use a scalpel to perform the cut manually. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.